Event description:
It was reported to philips that the controller for the system's c-arm was not working, which can impact geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the controller for c-arm is not working. Philips confirmed that customer did not respond to any of the attempts made by philips. As the service request was declined by customer, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.